Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient developed an raw irritation under the electrodes. The irritation was described as tiny pin size open areas. It was reported that the open areas had no discharge. The patient's medical outcome is unknown, as follow-up attempts were unsuccessful.